Event description:
It was reported that, during patient use, a ventilator audio alarm was not functioning. The patient was transferred to another ventilator without any harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. There were no replaced components. The ventilator passed all tests, calibrations, and was operating within the manufacturing specifications.